Manufacturer narrative:
The instrument alarm trace showed multiple instances of abnormal aspiration alarms which would indicate possible pre-analytical sample handling issues. No further discrepant results were reported by the customer after changing the sample probe. The investigation found the root cause to be due to pre-analytical sample handling.

Manufacturer narrative:
This event occurred in (B)(6). The customer cleaned the sample probe and checked the sample quality. The field service engineer replaced the sample probe and performed system adjustments and cleaning's. The investigation is ongoing.

Event description:
The initial reporter received questionable crpl3 c-reactive protein gen.3 results for one patient tested on a cobas c 503 module. The initial result was not reported outside the laboratory. The customer performed repeat testing on the same analyzer for confirmation. The patient's initial result was 0.0858 mg/dl, and the patient's repeat result was 1.75 mg/dl. The customer determined the repeat result was correct. Crpl3 reagent lot number was 479882 with an expiration date requested but not provided.